Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y, the device dropped needle into patient while in the locked position. No adverse events have been reported.